Manufacturer narrative:
Root cause: a root cause cannot be determined at this time due to the lack of a sample and reported lot number. Corrective action: a corrective action is not being taken at this time due to the root cause determination. Investigation summary: an internal complaint (B)(4) was received indicating that a polyderm foam dressing (finished good 46-906) was breaking apart inside a tunnel of a wound bed. The foam dressing was being used in conjunction with negative pressure wound therapy. A sample was not available for evaluation. Additionally, the customer did not report a lot number. Therefore, the work order could not be reviewed and the raw material supplier could not be identified. Deroyal implemented an engineering change order (B)(4) in march 2016, to change the raw material supplier of the polyderm foam dressing from (B)(4). Prior to this change, the new raw material foam underwent the design control process during which it passed design verification and validation testing. Testing included the evaluation of the tensile strength and functionality for use with negative pressure wound therapy. The new raw material passed all verification testing. The 2014-2016 supplier corrective action request and supplier notification letter logs were reviewed for similar complaints. No similar complaints have been identified. The quality feedback investigation report was reviewed for sales and similar complaint information. Deroyal has sold (B)(4) of finished good 46-907 from 2014 to present. No previous reports have been received prior to the reporting customer filing four separate complaints with similar issues. Deroyal will continue to monitor post feedback and will recognize in the future if a trend develops. Preventive action: a preventive action is not being taken at this time due to the root cause determination. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
Dressing was breaking apart inside a tunnel within the wound bed. Nurse had to get additional help to remove all of the white foam. No other wound filler or chemical was used in the dressing or dressing change. The white foam was cut to fit the tunnel. The dressing was used in conjunction with negative pressure wound therapy.